Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not been received. Without the returned device, a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event occurred on an unspecified date ((B)(6) 2025 used as placeholder) and involved a primary plum set, clave secondary port, clave y-site, distal microbore tubing, secure lock, 104 inch where the customer reported that the IV line leaking at the vent port. It was unknown if there was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history could not be reviewed due to no lot number being provided. Corrected information can be found in e3, e4 and h11.